Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys w/sa10 a.sprung reservoir (part # fx425t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be the valve is blocked. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient details: age - 69 years, weight - 73.7 kilograms (kg), height - 165 centimeters (cm), gender - unknown. Same event as medwatch-no: 3004721439-2022-00245; 3004721439-2022-00246; 3004721439-2022-00247

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the sprung reservoir and on the shunt assistant yellowish discoloration on the ventricular and peritoneal catheter permeability test: the test showed that the shunt system is permeable. The flushed out liquid was turbid with particles. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.39 cmh2o. This is within the specified tolerance of 2 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles). In the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in progav 2.0. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.